Event description:
The customer reported that her blood glucose meter was stolen and her blood glucose reading was at 400mg/dl. The customer took only 3 units of insulin and fell asleep. The customer did not eat or wake up until the paramedics were called and treated her with an insulin drip. The blood glucose at time of their arrival was 28mg/dl. During the call, it was found that her meter strips expired back in 2006. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.